Event description:
Boston scientific received information that this pacemaker was being replaced due to normal battery depletion. Prior to the procedure the right ventricular (rv) lead had high thresholds, but no noise and no impedance changes were noted. The right atrial (ra) lead had normal thresholds and impedances, but noise and oversensing had been noted at follow-up evaluations. At the change-out procedure, both the right ventricular (rv) and right atrial (ra) leads had insulation damage near the terminal pin areas. The proximal set screw of the rv port was stuck in the down position, and the rv lead was unable to be removed from the header. A new rv lead was unable to be placed via the left-side venous system. The patient was pacemaker dependent so the physician chose not to aggressively try to remove the rv lead from the header. Instead the physician elected to implant a new dual chamber pacing system from the right side. This old system was programmed vvi 40ppm as a backup to the new system. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.